Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing a cgm inaccuracy that was associated with a loss of consciousness. No specific cgm readings or bg meter comparison values were reported. At the time of the event, the patient was also using an omnipod insulin pump. The patient¿s husband reported that the patient became unresponsive and that he attempted to administer orange juice orally. The patient was subsequently carried to the bathtub. The patient was unable to recall further details of the event. It was not reported how long the patient was unconscious or at what point she regained consciousness. No medical attention or assistance from a higher level of care was sought. At the time of reporting, the patient stated that she was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.